Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: it was originally reported that four devices of the same lot experienced the same failure. Upon review, it was determined that only three total devices failed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: d10, h3 - the complaint devices were not returned. Additional methods code: communication/interviews (4111). Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification of returned unused product of the same lot, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, fifteen unused devices of the same lot within the original packaging were returned. Examination of the devices showed all devices sealed within original packaging and no damage on any of the devices. Each device was leak tested and six devices were conformed to leak. These devices that leaked will be further investigated under medwatch report #1820334-2019-02155. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots revealed no reported nonconformances. A review of complaint software confirmed that seven other complaints are associated with this complaint lot. All of these complaints were either reported from the field for leakage, or were opened due to leakage of returned unused devices from the field. Based on this information, there is evidence that nonconforming product exists out in the field. Based on the information provided, inspection of the returned product and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this incident. Corrective actions including implementation of a gap gauge and retraining were performed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: lead ir tech. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used for a paracentesis procedure. As reported, the "string on the tube isn't tightly wound up and the hub of the catheter is loose when they connect tube to the suction, causing the device to suck in air." Three devices from the same lot were open and found to have the same issue. The device was exchanged and the procedure was completed successfully with the new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.